Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible that the user failed to follow the instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿6.1 how to tell the abnormality and how to handle it of the instruction manual of oev262h. No image (contents of abnormality) the button for switching input signals has been incorrectly set. (Cause) use the input button on the front panel to select an appropriate terminal(how to handle it).¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that one of her staff was pushing buttons on her olympus high definitional lcd monitor, and now no image is coming through her olympus evis exera iii video system center. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.